Manufacturer narrative:
No¿flashing medtronic logo noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert found in the pump history file/trace on (B)(6) 2025 at 19:22:00. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 19:22:00 after more than 7 days at 25.55 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 06:01:00 after more than 7 days at 21.68 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump error 23 alarm found in the pump history file/trace on (B)(6) 2025 at 15:24:11. Pump error 23 alarm due to hardware error (line number 442 file number 38). Pump error 15 alarm found in the pump history file/trace on (B)(6) 2025 at 15:24:09. Pump error 15 alarm due to hardware error (line number 442 file number 38). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Flashing medtronic logo was not observed during testing. Flashing medtronic logo¿not confirmed. Absence of occlusion alarm/unexpected battery power loss not confirmed. Pump error 15 alarm followed by pump error 23 alarm due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The critical block and inverse critical block did not add to zero (pump error 15 alarm). The occlusion alarm did not sound, but the customer developed hyperglycemia, and the injection set was replaced. The customer confirmed that the injection set and the injection were resumed; it was not during the bolus, and the power was turned off. The medtronic logo appeared, and the pump was restarted. The customer reported a blood glucose value of 380 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1886. Troubleshooting was not performed. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.